Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 1000 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose readings. Customer doesn't know, just bolus and drank a pop. Customer is still in the hospital and was off the pump prior to emergency room visit. Customer declined to troubleshoot for high blood glucose and no delivery alarm just want the pump replaced. The customer was advised that the pump will be replaced.